Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported product was returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving electrical shock from their meter. Customer stated that their meter was burned by the data cable after connecting it to his computer. The customer experienced the event at his home. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. The meter has an ancillary data management system, which allows the user to upload results from their meter for review and trending. The data is transferred to a computer by way of usb data cable. The usb data cables are required to upload data from the compatible meter to the data management system. The investigation involved connecting the returned meter to a known good working computer using a known good usb data cable. The product performed according to specification and did not replicate the complaint. Label copy for the data management system states the minimum system requirements necessary in order to use the data management application and it also provides trouble shooting steps regarding excessive electrical interference. Did not observe signs of fire, smoke, electrical shock, and/or explosion. The complaint is not confirmed.